Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there were high impedances on patient's leads causing patient ineffective stimulation. To address the issue, surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.